Manufacturer narrative:
MFR reviewed x-rays of implanted device. Code: x-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator.

Event description:
It was reported by a physician that a pt had been seen and was found to have high impedance. The pt is non-verbal so symptomatic problems could not be addressed. The pt reportedly had a "bad seizures the other day" and had fallen. The device was disabled and x-rays were to be taken. The x-rays were reviewed by the MFR, and the connector pin could not be confirmed as being fully inserted as its end could not be seen past the connector block. However, an unpronounced lead fracture or discontinuity could not be ruled out. A revision surgery in the future is likely.